Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Lot number initially reported as 8437874. When device was returned, that number was not able to be verified therefore, (lot number and expiration date), manufacturing location (should be unknown and without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screw is intact. The drive and thread are damaged. Two screws and a screw head were received with the actions associated with this complaint. None of these were positively linked to a given lot number nor action. The drive is heavily damaged. The material between the cross slots has been approx. 50% removed resulting in a conical hole where the drive used to be. The material at the head band has been displaced slightly upwards in one area. The bottom of the head is in good condition as is the transition/neck area. The threads are lightly to moderately damaged. The damage is in the form of compression of the major diameter with the material either folded upwards towards the head or flattened to the minor diameter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 04/16/2012, article / lot numbers for sterilized product: 400.835s / 8437874. A DHR review was performed on susa made article. Article / lot numbers for unsterilized product made in susa monument: 400.835 / 6923063. The event as per complaint description cannot be associated with the sterility process of the product. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action and an investigation summary was conducted/performed. The report indicates that the 1 pc 400.835s / lot 8522746, as received condition of device, screw is intact. The drive and thread are damaged. Two screws and a screw head were received with the actions associated with this complaint. None of these were positively linked to a given lot number nor action. Therefore, each will be bagged, assigned a number, and addressed in turn. This action is assigned to screw # 2. The drive is heavily damaged. The material between the cross slots has been approx. 50% removed resulting in a conical hole where the drive used to be. The material at the head band has been displaced slightly upwards in one area. The bottom of the head is in good condition as is the transition/neck area. The threads are lightly to moderately damaged. The damage is in the form of compression of the major diameter with the material either folded upwards towards the head or flattened to the minor diameter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the crani device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the cranioplasty procedure, the surgeon found that the screw had slip issue. The screw was also broken. The surgeon had to change another one to complete the procedure. There was no report on patient injury. This report is 2 of 3 for (B)(4).